Event description:
The following results were obtained from the same device within minutes: lo and 278 mg/dl. No adverse event reported. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.